Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint as the temperatures during testing did not exceed requirements. The returned attachment was tested by manufacturing personnel and did not meet specification for leak and sheath rotation test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 42.7 degree celsius and 41.3 degree celsius under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear. Cap and head cavities and inner components looked good with only minor debris.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.